Event description:
Related to MFR report #2183959-2012-00941. On or about (B)(6) 2006, plaintiff was implanted with a monarc sling sys. The mesh was implanted to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney has alleged that, "after, and as a result of the implantation" of the mesh, plaintiff had "suffered serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, urinary problems, scarring to her pelvic tissue, and other injuries." It was also alleged that "as a result of having the products implanted into her," plaintiff had, "experienced significant mental and physical pain and suffering, has required add'l medical treatment, required multiple corrective surgeries, and has sustained permanent injury." Also reported, she has had "severe and irreversible injuries" and "conditions," and that such injuries will result in some "permanent disability."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.